Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastrectomy, the surgeon was able to press the green button but, could not squeeze the handle. Hence, the staple did not fire during gastric tissue resection. Another handle and new reload was used to complete the case. There was no patient injury.